Manufacturer narrative:
Block h6: imdrf device code captures the reportable event of inner sheath detachment of device or device component. Block h11: an axios electrocautery-enhanced delivery system was received for analysis; the stent was not returned as the stent remained implanted. Visual inspection found no problems with the inner sheath and the handle. Product analysis did not confirm the reported events of handle break and inner shaft/sheath detachment of device or device component. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the axios stent was implanted during a gastroenteric anastomosis procedure. However, the IFU states, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with = 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture." There is no indication of the reported events because no problems were noted on the device during visual inspection. Therefore, taking all available information into consideration, the overall root cause of the reported event is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted during a gastroenteric anastomosis procedure performed on (B)(6) 2024. During the procedure, when the stent was placed for release, a cracking occurred at the handle, and the inner sheath was detached from the handle and protruded for 1cm. The procedure was completed with this device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted during a gastroenteric anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with = 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted for a gastroenteric anastomosis procedure.

Manufacturer narrative:
Block h6: imdrf device code captures the reportable event of inner sheath detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted during a gastroenteric anastomosis procedure performed on (B)(6) 2024. During the procedure, when the stent was placed for release, a cracking occurred at the handle, and the inner sheath was detached from the handle and protruded for 1cm. The procedure was completed with this device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted during a gastroenteric anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted for a gastroenteric anastomosis procedure.